Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this patient's (rv) lead had exhibited increased thresholds and intermittent capture. The lead was repositioned. After the repositioning there were episodes of non sustained oversensing that lead to periods of pacing inhibition and noise. The device programming was changed in an effort to alleviate. Later, the patient went to the emergency room due to a syncopal event. Upon interrogation of the device it was noted that this right ventricular (rv) lead had dislodged. The lead was then explanted and replaced. To date, no additional adverse patient effects have been reported.